Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed up link functional tests. Rf head cable found damaged. Analysis also found the lens on the rf head upper case is cracked and the rf head label laminate is peeling. (B)(4).